Manufacturer narrative:
On (B)(6) 2016 a patient underwent lumbar fusion surgery at l5-s1. Following the implantation of the tilock hardware the surgeon noted that the surgery was successful, hardware was well placed, and there were no complications. After being discharged from the hospital the patient experienced acute onset of right leg pain after a "twisting maneuver". Due to this pain, the patient underwent exploration and removal surgery of (B)(6) 2016. Exploration showed an inferior breach of the right l5 pedicle. Only the right-side hardware was removed leaving the left side hardware in place. There were no complications with the exploration and removal surgery. As of the patient's (B)(6) 2017 follow-up the left side hardware is still intact and the patient is doing well. The implanted hardware included the following: g731-55-30, lot dt20150923, g731-55-40, lot ti20150827b, g150-40, lot 11910, g150-45, lot 1588, g826, lot wt20151209. Devices were discarded and not returned.

Event description:
A removal surgery was performed on a lumbar fusion patient after a breach of the inferior aspect of the patient's right l5 pedicle. The patient's initial diagnosis was grade 2 spondylolisthesis and scoliosis. On (B)(6) 2016 the patient underwent a fusion surgery at l5-s1. No surgical complications were reported. The patient was discharged on (B)(6) 2016 per standard protocol. While at home the patient experienced subsequent acute onset of right-sided leg pain after a twisting maneuver. The patient described symptoms of mild discomfort in bed but severe pain in the right leg with ambulation. The decision was made to bring the patient to the operating room for exploration and fusion, as well as removal of hardware on the right side. The removal was successfully performed on (B)(6) 2016 while leaving the left side hardware in place (as a uni-lateral construct). The breach was found and confirmed as a breach of the inferior aspect the right l5 pedicle.